Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to page a manufacturer representative (rep). The caller stated that the stimulator is not functioning. The caller indicated that the patient is confused and has been non-compliant with the hcp. The caller indicated that the implanted ins is dead. They tried to charge for several hours and were unable to charge the ins. The patient was diagnosed with colorectal cancer. The hcp wants to remove the implanted system so the patient can get MRI's and treatment for the cancer. Troubleshooting was not required. Technical services (tss) transferred the caller to national answering service (nas) number.